Event description:
A review of the pt's programming history revealed that a faulted systems test occurred on (B)(6) 2006, which changed the pt's settings to unintended parameters. The settings were corrected prior to the pt leaving the clinic, except for the off time. The off time was not corrected until (B)(6) 2006.

Manufacturer narrative:
Analysis of programming history.